Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection, rupture.

Event description:
Patient wants to remove the prosthesis due to the event and the recollection before she dies; does not want to wait for something to happen. Patient reported she wants to undergo surgery because patient is experiencing pain and when patient goes to the gym, the breast swells. Patient reported: ¿my prosthesis on the left side swells constantly and it hurts, the pain is increasing and it is not normal. It is clear that the left breast is more swollen than the other. My prostheses are among those on the recall list and showing problems. I will not wait to develop cancer before removing them ¿. The patient does not have exams to forward right now. Patient has been presenting problems due to the prosthesis, such as: allergy, iron deficiency, low immunity and breast inflammation. Later patient reported "infection", "fever", "constant pain" and "rupture". Later patient reported being hospitalized. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30014654. However, it is unlikely that the events related to the reported infection are associated with the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a non-sterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient wants to remove the prosthesis due to the event and the recollection before she dies; does not want to wait for something to happen. Patient reported she wants to undergo surgery because patient is experiencing pain and when patient goes to the gym, the breast swells. Patient reported: ¿my prosthesis on the left side swells constantly and it hurts, the pain is increasing and it is not normal. It is clear that the left breast is more swollen than the other. My prostheses are among those on the recall list and showing problems. I will not wait to develop cancer before removing them¿. The patient does not have exams to forward right now. Patient has been presenting problems due to the prosthesis, such as: allergy, iron deficiency, low immunity and breast inflammation. Later patient reported "infection", "fever", "constant pain" and "rupture". Later patient reported being hospitalized. This record is for the left side. The device remains implanted.